Event description:
It was reported the patient had a loss of therapeutic effect about three weeks ago and 15 minutes prior to this report. The reporter stated the loss of effect started about three weeks ago and the patient was getting some pain relief, but not at the levels they needed. A day prior to this report the patient met with a manufacturing representative. The manufacturing representative was able to fix the issue with reprogramming. The reporter stated the issue was gradual, but happened pretty rapidly and within 2-3 days they could tell something was wrong. The reporter further stated that the patient would do an event that aggravates it and within a couple of days it would go way, but in this particular event it did not. The event in this was lightening. At the time of this report the patient had a loss of therapeutic effect. When the patient was reprogrammed a therapy schedule of program a, b, and c for four hours each was set. The reporter stated that ¿confused the nerve.¿ the implantable neurostimulator (ins) just went to program c a nd the patient could not stand it and it was not working. Four days after the report the patient met with a manufacturing representative and program c was deleted. The manufacturing representative had not heard from the patient since so they assumed the patient was good.

Manufacturer narrative:
Concomitant medical products: product ID 37752, serial# (B)(4), implanted: (B)(6) 2006, product type: recharger; product ID 3 7742, serial# (B)(4), implanted: (B)(6) 2006, product type: programmer, patient; product ID 3708360, serial# (B)(4), implanted: (B)(6) 2006, product type: extension; product ID 3487a-56, lot# j0546627v, implanted: (B)(6) 2005, product type: lead. (B)(4).